Event description:
It was reported that a 5200, 38mm ring was explanted due to sizing issue. A 5200, 36mm was implanted. Sales representative will send the device back to edwards using his own return kit, he is also requesting a replacement. No additional information is available.

Event description:
A patient reported blood glucose results of "228 mg/dl" with a lifescan meter and "135 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Evaluation summary: reddish brown stains and suture holes are detected in the sewing fabric. No other inconsistencies detected. X-ray.

Manufacturer narrative:
(B) (4). (B) (4). This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.